Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving compounded baclofen with concentration 2000 mg/ml at a dose rate of 1016.4 mg/day and fentanyl with concentration 200 mcg/ml at a dose rate of 101.64 mg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient fell on an unknown date. The patient experienced increased spasticity. The date of the event was noted as having been approximately (B)(6) 2016. A dye study looked good with intake catheter and a good myelogram was further indicated. The pump was replaced on (B)(6) 2016. The issue was resolved at the time of the report and the patient was without injury as of (B)(6) 2016. Other medications (oral, etc.) That the patient was receiving at the time of the event were unable to be obtained. The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.